Manufacturer narrative:
This report is being submitted as follow up no. 1 to update patient identifier, concomitant medical products, device evaluated by MFR, and to provide the completed investigation. Results - 114 is based on evaluation of the user facility information and the returned sample; 213 is based upon functional testing of the returned sample. Conclusion - 4310 is based upon the evaluation of user facility information and the returned sample; 67 is based upon functional testing of the returned sample. One 6fr angio-seal vip device was received for product evaluation. The device was returned with the hemostasis sheath mated with carrier tube assembly and tamping tube. No other accessories returned for evaluation. Visual inspection revealed that the hemostasis sheath cap and the deployment sleeve were mated incorrectly. The reference indicator on the hemostasis sheath was not aligned with deployment sleeve indicator. The hemostasis sheath was not correctly mated with the deployment sleeve which was in the rear lock position with the color bands fully exposed. No damage was observed along the length or at the distal end of the hemostasis sheath. The tamping tube was completely removed from the carrier tube assembly. There was no anchor collagen returned. No other anomalies were noted. Functional testing was performed. The hemostasis sheath and carrier tube assembly was mated. The deployment sleeve deployed as intended. Resistance was felt as the device handle and sleeve snap lock. The deployment sleeve was in the rear locked position with color bands fully exposed and completely visible. IFU states: "to ensure proper orientation of the angio-seal device with the sheath, the sheath cap and the device sleeve only fit together in the correct position. The reference indicator on the device cap should align with the reference indicator on the insertion sheath cap.'' There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely the carrier tube assembly and the hemostasis sheath were improperly mated. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that upon pullback of the angio-seal device within the introducer the device did not lock. The device was still deployed without incident and hemostasis was achieved within seconds. The patient was in stable condition. A 6fr 45cm destination was used with the reported product. Additional information was received on december 16, 2018. The procedure performed, prior to use of the angio-seal was a superficial femoral artery percutaneous transluminal angioplasty (sfa pta). The angio-seal hub failed to lock/click into the introducer upon pullback of the angio-seal hub to set the anchor.